Event description:
Customer stated that the zm-920pa telemetry transmitter had intermittent signal loss. The device also gets hot while powered on. Not on a pt. Imp ref #(B)(4).

Manufacturer narrative:
Although the device was not on a pt, if the malfunction were to occur there is likelihood that a pt could suffer a skin burn. The intermittent signal loss is easily detected by the central monitoring system (cns) and if the malfunction should recur, it is not likely to cause or contribute to death or injury. Device repaired and returned to customer.